Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned for high pacing threshold during a device upgrade procedure. Furthermore, this lead had a micro dislodgement. Since there was going to be a device upgrade, the physician opted to have this lead replaced as well in consideration of the longevity of the new device. A new lead with different model was implanted. No additional adverse patient effects were reported.